Manufacturer narrative:
The test strips were obtained by the customer online through an unknown medical website and not provided by an independent diagnostic testing facility (idtf).

Manufacturer narrative:
The patient stated the doctors said the blood clot was due to inr not being observed or that the therapeutic range needed to be increased. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed and passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." It was determined the test strips were obtained from an unauthorized source (open market). An artificial aortic valve is related to elevated thromboembolic risk. Anticoagulation treatment is not a causal treatment for the underlying disease leading to clot formation. Additional information regarding medical history, medical treatment, and adjustments of anticoagulation drug dosage was requested but the patient refused to provide further information. Based on the available information, there is no indication that reasonably suggests a contribution of the device to the alleged thromboembolic event. Unique identifier (UDI) #(B)(4). Reporter occupation was lay user/patient.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 5:34 pm, the meter result was 2.4 inr. The patient went to the hospital for loss of motor function in half the body and was admitted. At 9 pm, the hospital laboratory result was 2.0 inr. The patient had a CT scan, MRI, and echo. It was determined the patient had a stroke due to a fairly small blood clot. The patient stated the doctors said it was due to inr not being observed or that the therapeutic range needed to be increased. The therapeutic range was 2.0-3.0 inr at the time of the event and has been adjusted to 2.5-3.0 inr after the event. The patient tested weekly. This MDR is being submitted in an abundance of caution.